Manufacturer narrative:
Implant regio 38 fractured. Construction was a single crown placed on the implant patient suffered from periimplantitis following bone loss and implant instability material analysis concluded mechanical overloading of the implant and patient related bruxism.

Event description:
Implant fracture.

Event description:
Implant fracture.